Manufacturer narrative:
Corrected data: in review, it was noticed that the impact code 4625 and clinical code 4581 for the reported incision enlargement were inadvertently omitted from the initial MDR report. The information has been captured in this supplemental MDR report and the following fields were updated accordingly: section h6: health effect - impact code: 4625 - additional surgery (incision enlarged) section h6: health effect - clinical code: 4581: no code available (incision enlarged) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (ar40e) was folded and inserted perfectly into the patient¿s right eye. The doctor needed to do some manipulation in the anterior chamber and the haptic detached. This required an unplanned incision enlargement. The lens was removed and replaced during the same procedure with a lens of the same model and diopter. No other surgical interventions required and no medication outside of the standard of care was prescribed. The patient's postoperative status is currently unknown. It was noted that direction for use was followed. No further information has been provided.